Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient was at home eating his dinner around 7:00 pm. The patient was not responsive, the cgm was reading higher than the bg but there were no values reported at that time. There was no treatment provided by the wife while the cgm was reading high. The patient¿s wife called the emergency. The paramedics arrived around 7:10 pm, they took a bg reading which was 45mg/dl and the cgm reading was 75 mg/dl. The paramedics treated the patient with sugar puff and 2 glasses of orange juice and stayed until the patient was recovered. After 1 hour the bg increased to 110 mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.